Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4968-35 lead implanted: 2014-(B)(6); 4965-35 lead implanted: 2003-(B)(6). (B)(4).

Event description:
It was reported that random t-wave oversensing was noted during in-office evaluation. The t-wave oversensing was not reproducible. The lead remains in use. No patient complications have been reported as a result of this event.